Event description:
The pt was seen at the implant center for device evaluation because the pt reported no sound when using the device. External equipment was replaced; however, the problem remained. Testing performed by the center in 2002 confirmed that the device was no longer functioning. Revision surgery was scheduled. The pt was reimplanted with another clarion device.